Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur as the customer was not with the caller. The insulin pump will not be returned for analysis.